Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported the following: after the in-office whitening procedure the patient experienced some swelling of the lips. There was no indication of any burns from the whitening gel and there was no discomfort felt by the patient. I informed the office that any future whitening should not include the desensitizer. Advised that patient stops use of the desensitiser indefinitely. Followed-up with dental office on (B)(6) 2016, they reported that the patient was seen by a physician and was prescribed a medrol pack (methylprednisolone.) The swelling subsided within 3 days of the outbreak.